Manufacturer narrative:
Revision planned for patient with a knee interpositional device. Review of the device history record indicated that the device was manufactured to specification. Revision is due to pain caused by femoropatellar arthritis unrelated to the iforma device.

Event description:
Revision planned for patient with a knee interpositional device.